Event description:
It was reported that prior to use, the newly installed battery for the cardiosave intra-aortic balloon pump (iabp) would not take a full charge.. It was noted that the led lights are lit but the battery remains constantly at 60% charged. Additionally, it was reported that the batteries were installed on 2020-07-16. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified the customer's reported issue. The stm replaced the battery and verified that the battery took a full charge. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the newly installed battery for the cardiosave intra-aortic balloon pump (iabp) would not take a full charge. It was noted that the led lights are lit but the battery remains constantly at 60% charged. Additionally, it was reported that the batteries were installed on 2020-07-16. There was no patient involved and no adverse event was reported.